Event description:
A malfunction was reported on the pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller received instructions from technical support on resetting the pump, which resolved the issue without recurrence, allowing continued use of the pump. The customer was advised to call back if the problem reappeared and confirmed understanding of the guidance provided.